Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an infection at the sensor site. The customer reported that the cannula might have broken off in their body. The customer reported that the cannula was bent. The customer's blood glucose was unknown at the time of incident. The sensor will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was called in order to obtain further information. The customer stated that the introducer needle was very difficult to remove and extremely painful after the sensor was inserted. The sensor was inserted straight into the skin. The customer stated that she had to go to her doctor to have the cannula surgically removed from her skin.